Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 800 mg/dl. Customer had been placed on cortisone shots which resulted in high blood glucose levels. Customer advised their high blood glucose also resulted from stress, overeating and not counting the carbs correctly before delivering a bolus. Customer received beeps to calibrate but they did not know how. Customer was assisted with how to properly calibrate and also given techniques on how to lower their high blood glucose levels.